Event description:
It was reported that the pump exhibited three primary audible alarms post and watchdog failures during testing. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were acu watchdog failure and primary audible alarm post. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the electrical interference with the speaker, however no visual damages were noted. As a result, the drive train parts were replaced as preventive. The service history review had no indication that the complaint was related to a service of the device within the review period.